Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable no patient contact/involvement reported. Initial reporter phone number: (B)(6). Device evaluation: visual inspection/product testing could not be performed as the product was not available for evaluation. The reported complaint could not be verified. Manufacturing record review: a manufacturing record review was performed and the review identified no non-conformance reports associated with the production order. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the customer experienced an issue with the preloaded delivery system, model pcb00. It was noticed that tip of the injector was bent and the lens got stuck inside. There was no patient involvement. No further information was provided.